Event description:
In 2000, an angio-seal device was deployed without reported difficulties. Three (3) days later, the pt presented to the hosp with a fever and chills. A blood culture was taken revealing a positive staph aureus infection. However, the physician had indicated that the groin site did not appear to be infected. On 4/21/2000, the pt expired due to septic shock. Two physician's have stated that the pt's death was unrelated to the angio-seal device. There is no further info available at this time. Should add'l info became available, daig corp will submit a supplemental medwatch report.